Event description:
I've had my implants for almost 10 years, after about a year I started having sharp pains in my breasts, I also have pain on the side of my breasts. I have discussed this with my surgeon and he put me on nerve medication and dismissed me. I'm constantly fatigued, and I don't even like removing my bra or sports bra. They constantly hurt. I have tested false positive with lupus but no one knows why, my balance is off, I also have constant anxiety, brain fog, headaches, joint pain and recent bloodwork showed my cortisol levels were extremely high. Unresolved as well. But this all started shortly after getting the implants in, and still to this day I have very sharp pains in both of my breasts and pain on the sides of my breasts near my armpit. Reference report mw5115963.